Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery compartment is cracked. The insulin pump will be replaced. The blood glucose reading was 342 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarms or failed battery test alarm was noted. However, the insulin pump had a corroded battery tube.the insulin pump was received with broken battery tube threads, a broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot and minor scratches on the display window.